Manufacturer narrative:
The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, test reservoir does not lock properly inside the reservoir tube. The pump was received with cracked case at reservoir tube window corner, and with broken belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and missing plastic in the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.